Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that the pt noted the insulin pump changed the date/time four times over the past two months. On an unspecified date, the pt obtained the blood glucose reading of 11.0 mmol/l (198 mg/dl) and he experienced the symptoms of nausea and thirst; he was negative for urinary ketones. The pt corrected his blood glucose level using a bolus insulin dose via the pump; he did not seek any medical attention. Troubleshooting revealed the pump programming had not been changed, and due to the incorrect time, the pt's basal rate was incorrect. There was no adverse event associated with this issue.